Event description:
It was reported that the pump software delivered an automatic bolus while no continuous glucose monitor (cgm) sensor readings were available. The customer's blood glucose (bg) level subsequently decreased to 57 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.